Event description:
It was reported during a posterior lumbar interbody fusion surgery (plif) of l4-l5 the inserter broke as the rotation of the 26x12 5 degree cage was almost complete. The pieces were removed in less than 10 seconds and an x-ray revealed that the cage was in a satisfactory position so it was left in place. There was a 30 second delay in surgery reported. The case moved on as usual after the incident. There was no injury or adverse consequence to the pt reported.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.